Manufacturer narrative:
The reported event "head error" occurred at start up, not during treatment. According to the communication grid in the complaint (B)(4) the machine collided during the shutdown movement. After booting, a fault message appears (head error), rendering it unusable. The entire incident does not involve the patient. Replacement maintenance program and costs are still in communication with customers. The equipment is currently out of service and has not been repaired. As stated on (B)(6) 2020 the following parts needs to be replaced: 70103.4666 lemo rfd master connector, 70103.4051 rfc control board kit and 701045717 rotary-push knob ICU kit rfc. Also the affected rotaflow drive needs to be replaced or repaired. The entire maintenance plan is still being discussed and awaiting agreement according to the communication grid. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The reported failure "head error" occurred at start up and could be confirmed. The device was directly involved in the event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes availble.

Event description:
It was reported from a customer in (B)(6) that head error occurred on the rotaflow console. When the head error occurred is unknown. Requested but still pending. According to the getinge field service technician ¿after an on-site investigation, the fault was caused by the collision of the customer while moving the machine. The master connector was damaged¿. Complaint ID: (B)(4).